Event description:
A 1104bt camino (icp) intracranial pressure catheter stopped functioning after 7 hours. The event was described as follows: at the time of surgery, the sensor was functioning excellently for 7 hours. Then the monitor ceased to show the curve. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. And investigation has been initiated based upon the reported info.